Event description:
It was reported that the right ventricular (rv) lead had high thresholds. Therefore the rv lead was removed and replaced with new lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. It was also reported that the rv lead was adhered together with the atrial lead and came out when the atrial lead was extracted. Therefore the rv lead was removed and replaced with new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the proximal segment was returned and analyzed and no anomalies found. The outer insulation had cosmetic environmental stress cracking (esc) and depression. Visual analysis was performed only.